Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was attempting to turn the ins off prior to a cardioversion, but the handset/communicator were not connecting to the neurostimulator. It was noted that they were able to connect at one point and it showed the message that "all patient data is lost" and "all patient data deleted." The patient had not checked the neurostimulator with external equipment for about a month. On 2024-nov-25 a patient representative called back in to report that they were trying to communicate with the implant and they were seeing the "all patient data lost" message that had been seen previously. When they attempted to connect on the call they saw the message: "device not responding," which did not resolve after repositioning the communicator. The agent believed the patient was a likely encountering a power on reset message.  The caller at that time indicated that the patient had recently undergone a cardioversion procedure. The patient was redirected to their healthcare provider for further assistance and potential reprogramming.